Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9057667. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed by our quality engineers, who determined that the identity of the foreign matter was hair from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot. H3 other text : see section h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: it's noticed that dark stain on the ext tubing before unwrapped the package.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24 ga x 0.75 in 0.7 mm x 19 mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24 ga x 0.75 in 0.7 mm x 19 mm experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: it's noticed that dark stain on the ext tubing before unwrapped the package.